Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available. Note: this report is being filed because the patient received an over infusion of dopamine, however the pump involved in the incident gave the dose over time appropriate for the weight programmed into the pump. The user facility confirmed that the pump was programmed incorrectly.

Event description:
As reported by user facility: the patient's weight of 0.69kg was incorrectly entered as 69kg for a continuous infusion of dopamine on a bbraun pump. However, the nurse noted that there was no alert to indicate that the infusion could not be started. As a result, the pump infused 1.17 ml over 7 minutes, instead of at the rate of .51 ml/hr. The nurse noticed the d/t pressure increased on the pump and stopped the infusion. No patient injury.

Manufacturer narrative:
Exemption number e2016018. (B)(4). This report has been identified as b. Braun medical inc. Internal report number (B)(4). This report was filed because the patient received an over infusion of dopamine, however the pump involved in the incident gave the dose over time appropriate for the weight programmed into the pump. The user facility confirmed that the incorrect weight was programmed into the pump. Through additional communication with the customer, the reported dose was confirmed as the correct dose rate for the programmed weight. Although the device was returned, when the device was powered on it was alarming and would not allow the data logs to be downloaded. It was determined that the motherboard needed to be replaced, however the user facility refused this repair, and the device was returned to the user facility in an unrepaired condition. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. Based on communications and information provided by the user facility, the pump operated as intended. If additional information becomes available, a follow up report will be submitted.